Event description:
(B)(4). An update I had to receive two surgeries to get those coils out along with permanent pain in my back and nerves now going through early menopause it's just not fair and not right.

Event description:
(B)(4). I recently found out I have endometriosis again I have to get other ovary removed due to having to get a partial hysterectomy due to coils having me in severe pain and sick thank you (B)(6) for the last 4 years of misery.

Event description:
I was a healthy women until I got the essure in 2010. Ever since I have had the essure I suffered from severe pain to stomach and lost over 160 lbs. Couldn't even handle sexual intercourse. I couldn't eat because pain was too bad and was very weak. As of (B)(6) 2013 I had to get a hysterectomy to get coils removed. This product needs to be taken off the market, as young women don't deserve to be lied to and second pain and suffering. Trying to live life is ridiculous. The whole company should be shut down and sued.